Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, lower right and left quadrant of pelvis area"), autoimmune thyroiditis ("hashimoto thyroiditis"), narcolepsy ("narcolepsy") and rheumatoid arthritis ("rheumatoid arthritis") in a 41-year-old female patient who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism on (B)(6) 2012, urolithiasis in 2009, gravida I, parity 1 and attention deficit disorder. Previously administered products included for an unreported indication: depo provera, seasonique and loestrin. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced narcolepsy (seriousness criterion medically significant), fatigue ("fatigue") and weight increased ("weight gain"). In 2014, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), osteoarthritis ("osteoarthritis") and alopecia ("hair loss"). On (B)(6) 2016, 3 years 1 month after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("lower back area pain"), allergy to metals ("nickel allergy"), sleep apnoea syndrome ("sleep apnea") and eczema ("eczema"). The patient was treated with surgery (on (B)(6) 2016: hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, eczema and alopecia had resolved and the autoimmune thyroiditis, narcolepsy, rheumatoid arthritis, dysmenorrhoea, back pain, allergy to metals, fatigue, sleep apnoea syndrome, fibromyalgia, osteoarthritis and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune thyroiditis, back pain, dysmenorrhoea, eczema, fatigue, fibromyalgia, menorrhagia, narcolepsy, osteoarthritis, pelvic pain, rheumatoid arthritis, sleep apnoea syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 145 lbs insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tube occludes on an unknown date, transvaginal and transabdominal pelvic ultrasound was performed. Transabdominal images of the pelvis show normal uterine contour and morphology. The uterus measures 7.8 x 3.6 x 4.6 cm in size. There is normal parenchymal echotelcture. The endometrial stripe measures 2.7 mm in thickness. Transvaginal images of the pelvis show normal bilateral ovarian contour and morphology. The right ovary measures 1.9 x 1.7 x 2.4 cm and the left ovary measures 2.1 x 1.3 x 2.4 cm. There is normal bilateral ovarian blood flow on doppler evaluation quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, lower right and left quadrant of pelvis area"), autoimmune thyroiditis ("hashimoto thyroiditis") and narcolepsy ("narcolepsy") in an adult female patient who had essure (batch no. A57122) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism on (B)(6) 2012, urolithiasis in 2009, gravida I, parity 1 and attention deficit disorder. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced narcolepsy (seriousness criterion medically significant), fatigue ("fatigue") and weight increased ("weight gain"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), fibromyalgia ("fibromyalgia"), rheumatoid arthritis ("rheumatoid arthritis"), osteoarthritis ("osteoarthritis") and alopecia ("hair loss"). On an unknown date, the patient experienced back pain ("lower back area pain"), allergy to metals ("nickel allergy"), sleep apnoea syndrome ("sleep apnea") and eczema ("eczema"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, eczema and alopecia had resolved and the autoimmune thyroiditis, dysmenorrhoea, narcolepsy, back pain, allergy to metals, fatigue, sleep apnoea syndrome, fibromyalgia, rheumatoid arthritis, osteoarthritis and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, autoimmune thyroiditis, back pain, dysmenorrhoea, eczema, fatigue, fibromyalgia, menorrhagia, narcolepsy, osteoarthritis, pelvic pain, rheumatoid arthritis, sleep apnoea syndrome, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 145 lbs insertion details: the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tube occludes . On an unknown date, transvaginal and transabdominal pelvic ultrasound was performed. Transabdominal images of the pelvis show normal uterine contour and morphology. The uterus measures 7.8 x 3.6 x 4.6 cm in size. There is normal parenchymal echotelcture. The endometrial stripe measures 2.7 mm in thickness. Transvaginal images of the pelvis show normal bilateral ovarian contour and morphology. The right ovary measures 1.9 x 1.7 x 2.4 cm and the left ovary measures 2.1 x 1.3 x 2.4 cm. There is normal bilateral ovarian blood flow on doppler evaluation most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff fact sheet and medical records received:new reporters added. Patient demographic information and patient relevant history added.events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hashimoto thyroiditis, fibromyalgia, rheumatoid arthritis, osteoarthritis, nickel allergy, dysmenorrhea (cramping), weight gain, narcolepsy, hair loss and lower back area pain added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with surgery (plaintiff had surgery to remove the essure implant on (B)(6) 2016.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue and sleep apnoea syndrome outcome was unknown. The reporter considered fatigue, pelvic pain and sleep apnoea syndrome to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.